Manufacturer narrative:
Conclusion: no conclusion can be drawnthe complaint was reviewed and analysis showed no trend. The device history record was reviewed and indicates product was manufactured to specifications and met all acceptance/inspection criteria. The product was not returned.(B)(4).

Event description:
Allegedly revised due to reduced range of motion and pain.

Manufacturer narrative:
Device #2:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00468.